Event description:
It was reported that the patient experienced non-target sensation around implant site. Inadequate stimulation and change in stimulation upon postural change was also noted. Despite reprogramming the patient issue persist. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.